Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: the review of the black box data showed a drastic voltage drop due to an unacknowledged reminder. The voltage drop was followed by a low battery warning. There was no evidence of short battery life. The ez-prime steps were performed correctly and all electrical current draws measured within specifications. Upon removal of the pump cover, there was no evidence of intermittent condition to the printed circuit board or to the continuous glucose monitoring module. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).